Event description:
The customer reported the hospital fuses were blown. The fuses of the thermogard xp ivtm system (sn (B)(6)) were checked, and the power cable was exchanged. However, the console does not switch on anymore. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.